Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to sudden-onset wide complex tachycardia. The arrhythmia was a slow ventricular tachycardia (vt) with t-wave oversensing. A boston scientific technical services consultant reviewed the episode and confirmed the t-wave oversensing was due to a change in morphology where the qrs and t-waves had a similar amplitude. No programming changes were made to the device at this time. No adverse patient effects were reported.